Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the down button on the pump will not work. Customer stated that she has tried to bolus and tried to enter her blood glucose level. Customer's blood glucose level was 69 mg/dl. Customer stated that she can only use the up arrow button. Customer stated that the pump was connected to her and she was asleep. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the a21 error test and no a21 alarm noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.